Event description:
The customer reported that the device turns off after a few seconds when it is turned on using the battery. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4).